Event description:
Atn a1 lead warning on 1/8 ana 1/14 >300 ohms in unipolar and bipolar. Caller mentioned the or used a plasma blade around pocket/leads at changeout due to a very calcified pocket. Likely correlated. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).